Event description:
It was reported that the patient had confirmed asystole during epilepsy monitoring stay. Patient was resuscitated and discharged from hospital. The vns was turned off due to the event. No other relevant information has been received to date.